Event description:
It was reported that the implanted device alerted due to an increase in the heart failure index. Review of the presenting electrogram (egm) demonstrated intermittent loss of left ventricular (lv) capture. The lv lead remains in service and no adverse patient effects were reported. Additional information received indicated that the device alerted due to low lv amplitude and that review of the presenting egm indicated the lv loss of capture was persisting. Lv lead assessment was recommended.